Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix was damaged when trying to screw into the heart. The lead was removed and replaced. No patient complications have been reported as a result of this event.